Manufacturer narrative:
MDR initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an event of infusion set bent cannula on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was high at the time of event treated by correction injection via multiple daily injection (mdi). The issue occurred with three infusion sets.